Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
Patient involved. Device kept prompting apply pads, would not shock.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 29th july 2006. Heartsine technologies ltd evaluated the returned device and were unable to find any malfunction. The device performed to specification throughout the engineering investigation. However an inspection of the returned pad-pak found damage which would have prevented the pad-pak from making full contact with the device. The reported fault may have been caused by poorly placed electrodes or an incorrectly installed pad-pak.